Manufacturer narrative:
The rt235 breathing circuit is being sent back to fisher and paykel healthcare. There is no info yet. No eval has been done pending the return of the device. Conclusions - there is no info yet that will enable a conclusion to be made.

Event description:
The hospital reported that when the rt235 breathing circuit was connected to the mr850 humidifier (in invasive mode), the humidifier alarmed. The temperature displayed on the mr850 were 32-35 degrees celsius.